Event description:
The customer stated he received a blood glucose reading of 44mg/dl on the contour and felt sweaty, which was normal when his blood glucose was low. He did not adjust diet or medication. The test strips were not expected to be returned. A new kit was sent to the customer.